Event description:
It was reported that the battery of this implantable pacemaker reached elective replacement indicator (eri), and patient was lost to follow up. To date, this device remains in service. No adverse patient effects were reported.